Event description:
It was reported, the lead coils appear to be stretched at the time of implant. Additional information reports lv lead electrical values appropriate but that fluoro image suggests a lead fracture. Second set of x-ray images vaguely shows a portion of the lead where the coils appear stretched. Physician and patient informed. Since electrical values intact, lead remains implanted and in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is being filed under exemption # (B)(4) for a 2 year retrospective review of reported events where the product remained in use; data range (B)(6) 2008 and (B)(6) 2010. This medwatch report represents 1 of 15 events (event type code malfunction). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.